Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, the lens found to be defective.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported for the lot. The manufacturer internal reference number is: (B)(4).